Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt. This is one of three products associated with the reported events that were submitted under the following manufacturing numbers 9616099-2008-00400, 9616099-2008-00401 and 9616099-2008-00402.

Event description:
As reported by the study, one day following percutaneous coronary intervention (pci), the pt had a non-q wave myocardial infarction (mi). This pt presented to the cardiac catheterization unit with stable angina pectoris as the primary indication for intervention and 1-vessel disease was found. Per-procedure troponin cardiac enzymes were less than two times above upper normal limits. The pt's blood pressure was 111/68, left ventricle ejection fraction (lvef) was >50% and the heart rate was 56. Pre-procedure medications included aspirin, clopidogrel, statins and beta-blockers. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on a 98% de novo lesion in a saphenous vein graft near the distal right coronary artery. The (type c) concentric lesion was characterized with occlusion greater than 3 months, moderate calcification and thrombus absent. The lesion was pre-dilated with a 3.0x28mm balloon at 20 atmospheres (atm) before 3 overlapping stents were deployed. A 2.5x18 mm cypher select stent was deployed cypher select plus stent was deployed at 18 atm with satisfying results. Finally, a 3.0x28mm cypher select plus stent was deployed at 20 atm with satisfying results. Post-dilatation was done because the stent was not fully expanded and due to insufficient flow. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not documented. The residual diameter stenosis measured 0%. Intra-vascular ultrasound (ivus) was not used. Post-procedure troponin was greater than or equal to five times above the upper normal limits at the 6-24 hour interval. During the same interval, ck was normal but ck-mb was not checked. The troponin increase was classified as a non q-wave myocardial infarction with an undetermined location. There was no evidence of stent thrombosis. The pt was asymptomatic. No treatment was provided. This event was classified as unrelated to the cypher stent. The pt was discharged on the following day. Post-procedure medications included permanent aspirin, clopidogrel for 6 months, statins and beta-blockers. Approximately 3 1/2 weeks later, telephone follow-up was made with the pt who was asymptomatic. Ongoing medications included aspirin, clopidogrel, statin and beta-blockers. There were no adverse events reported.